Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the device was explanted due to infection. Patient is doing well.

Manufacturer narrative:
(B)(4).